Event description:
It was reported to philips that the system was intermittently crashing and losing power. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system intermittently crashed. Review of the system log file didn¿t show any failure. Upon troubleshooting, fse found that there was failure in the system control and power, so the system crash intermittently. To resolve this issue, fse reinstalled the system software, performed the detector adjustment and system backup. After that, the system was returned to philips in good working order. The codes were updated based on investigation outcome.